Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.2 was not detected on bus. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 5.2 failed and displayed "device not detected on bus" error. A field service engineer found that main drawer 5.2 was not visible in diagnostics. They removed the back panel and discovered a piece of the drawer rail sticking out, with the rails completely damaged. The engineer replaced the drawer, installed and configured it, tested it in diagnostics, and installed all pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.